Event description:
It was reported during an aneurysm coiling procedure, after the coil has been placed 1/4 of the way into the aneurysm, the physician pulled back, the coil could not be advanced or retrieved. Physician then pulled back on the push wire and the coil was separated from the push wire and was slightly out of the catheter. The coil and catheter were both removed. No patient injuries or complications were reported as a result of this event.

Manufacturer narrative:
The implant section was returned for evaluation without the push wire. The implant showed signs of being stretched. Based on the investigation above, the coil likely stretched during repositioning and broke when the physician pulled back on the device.